Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is confirmed for the reported catheter fracture and material separation issue as the photo shows two pieces of catheter and complete separation was seen on the edges of the catheter. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that approximately one year three month post port placement, it was revealed that the catheter allegedly broken inside of the patient. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for evaluation; however, two photos were provided for review. The investigation of the reported event is currently underway. Device not returned.

Event description:
It was reported that approximately one year three month post port placement, it was revealed that the catheter allegedly broken inside of the patient. There was no reported patient injury.